Event description:
During an in-clinic follow-up when performing a capture test, a capture anomaly occurred which allegedly resulted in a non-sustained ventricular tachycardia. The device was reprogrammed to resolve the event. The patient was stable with no consequences due to the event.